Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging inaccurate results of "44 and 135 mg/dl" which did not correlate to the patient's normal readings/feeling. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.